Event description:
Health professional reportedly alleged, "prolapse, which has occurred twice since implant." The entire system was removed without replacement. F/u findings: the problem was first noted when the pt was "having nausea and vomiting." The pt "got better", but later the nausea and vomiting returned. An "endoscopy and upper gi" was performed which showed a "gastric prolapse." So "fluid was removed" by the surgeon. At a later date, pt experienced "nausea and vomiting again." Another "upper gi was done" which showed an "obstruction and prolapse."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/19/2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage, obstruction, nausea and vomiting, are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, obstruction, nausea and vomiting, as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band delation. More serious slippages may require band repositioning and/or removal. If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."